Event description:
The customer reported to an olympus endoscopy account manager (eam) that during an upper endoscopic ultrasound (eus) procedure using an evis exera iii duodenovideoscope (tjf-q190v), tissue was found in the distal cap (subject device) upon removal of the scope. The sequence of events was as follows: the physician first inserted the eus scope and performed/completed the procedure (to treat dilated pancreatic duct). The physician then switched to the evis exera iii duodenovideoscope to view the ampulla of vater to assess its condition after the procedure. Upon withdrawal of the evis exera iii duodenovideoscope, tissue was found in the distal cap. A direct view endoscope was inserted next and the physician found a linear mucosal tear in the stomach; the submucosa was intact-no perforation. The patient was treated with one month of proton pump inhibitor (ppi) therapy. No additional consequences to the patient were reported. This report is related to complaint number (B)(4), for the tjf-q190v scope, which was reported under MDR number 2951238-2021-00302.